Manufacturer narrative:
The investigation for the purge leak has been completed. Due to lack of product returned, the root cause of the purge leak - pump could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported reported that the impella cp has leakage at the purge filter. It was recommended to exchange the impella cp. The medical doctor wanted other options so a purge filter bypass was discussed. The pump was successfully weaned and the patient survived the explant.